Manufacturer narrative:
Investigation findings: the coring reamer was received for investigation with the front, top portion of the reamer broken off at the distal tip to the 10" etch mark with the remaining portion of the tip split apart and bent. This type of failure can occur from contact with the guide pin during use. The information for use (IFU) provides warnings and precautions to the user: avoid misalignment of the coring reamer or guide pin. Failure to do so can cause the coring reamer to come in contact with the guide pin while drilling which may damage the coring reamer or guide pin. Care should be exercised in the use of the powered instrument to minimize side or bending loads of the coring reamers which may cause them to break. When using the coring reamer system, it may be necessary to pre-drill the cortex with a drill bit reamer to a depth of 1 cm and the diameter of the tunnel. A review of the complaint history shows no other similar reported problems for this product. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this coring reamer in a right acl reconstruction, the coil portion detached inside the patient's tibia. It was reported that all metal was retrieved from the surgical site, which was confirmed by a post-operative x-ray. This failure resulted in a half hour delay in surgery. The surgery was completed without injury to the patient. To date, the patient is reported to be doing fine.